Manufacturer narrative:
(B)(4). Analysis of the pump (B)(4) revealed a high resistance pump battery.

Event description:
No information was provided with the received pump other than the pump was replaced for elective replacement indicator (eri). The device system had delivered hydromorphone and bupivacaine.